Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod on the arm. The patient reported the pod fell off, causing the cannula to dislodge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.